Manufacturer narrative:
Since the device was not returned, a complete investigation could not be performed. No conclusion can be made.

Event description:
Patient underwent in 2009 treatment of laryngeal papilloma. Reportedly, patient has poor voice results which may have been due to use of the arthrocare device. The patient returned about 3 weeks later for treatment of wound in laryngeal with debridement, and administration of steroids to reduce inflammation and scarring.